Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) explained the alarm. The tsr assisted with troubleshooting. Then the hp found two clamps open on the unused lines. The tsr instructed the hp to end therapy and start over with new supplies. The hp would contact their peritoneal dialysis registered nurse (pd rn) in the morning. This writer contacted the home patient (hp) (B)(6) 2011 regarding reported problem. The hp stated when they started over everything went okay. The hp stated there was nothing unusual with the supplies, other than forgetting to close the clamps. The hp stated they haven't talked to their nurse yet but they will during their next visit. The hp stated therapy overall has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to be caused by use error as described by the home patient. Two clamps were left open on unused lines during initial drain. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through CAPA (B)(4).